Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving baclofen (1000 mcg/ml at 217 mcg/day) via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump status and/or event log indicated that the motor stall was active. The stall occurred on (B)(6) 2017. The patient had itching and increased tone. The symptoms had come on suddenly. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 26-jun-2017 from a healthcare professional who reported that the patient was treated symptomatically with oral baclofen and periactin. The patient was sent to neurosurgery for pump replacement as soon as possible. The cause of the motor stall was unknown. Current pump eri (elective replacement indicator) was 19 months. No further complications were reported/anticipated.